Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free/ coils removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes and coils removed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- medical device removal. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthritis ("arthritis"), cyst ("cysts"), insomnia ("difficulty sleeping"), feeling abnormal ("foggy head"), libido decreased ("lack of sex drive"), goitre ("thyroid enlarged"), menopause ("menopause"), arthralgia ("hip pain/joint pain all over") and restless legs syndrome ("restless leg"). The patient was treated with surgery (tubes and coils removed). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, arthritis, cyst, insomnia, feeling abnormal, libido decreased, goitre, menopause, arthralgia and restless legs syndrome outcome was unknown. The reporter considered arthralgia, arthritis, back pain, cyst, feeling abnormal, goitre, insomnia, libido decreased, menopause and restless legs syndrome to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- arthralgia, arthritis, back pain, cyst, feeling abnormal, goitre, insomnia, libido decreased and menopause most recent follow-up information incorporated above includes: on 23-mar-2020: new event restless leg added. Social media reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthritis ("arthritis"), cyst ("cysts"), insomnia ("difficulty sleeping"), feeling abnormal ("foggy head"), libido decreased ("lack of sex drive"), goitre ("thyroid enlarged"), menopause ("menopause") and arthralgia ("hip pain/joint pain all over"). The patient was treated with surgery (tubes and coils removed). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, arthritis, cyst, insomnia, feeling abnormal, libido decreased, goitre, menopause and arthralgia outcome was unknown. The reporter considered arthralgia, arthritis, back pain, cyst, feeling abnormal, goitre, insomnia, libido decreased and menopause to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- arthralgia, arthritis, back pain, cyst, feeling abnormal, goitre, insomnia, libido decreased and menopause. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event difficulty sleeping, back pain, foggy head, lack of sex drive, thyroid enlarged, menopause, arthralgia wee added. Event medical device removal delete and surgery added to back pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e free/ coils removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tubes and coils removed). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- medical device removal based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.